Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.